Manufacturer narrative:
Follow-up # 1 (05/08/2012) - device evaluation: the products involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(4) 2012, the meter involved with this complaint failed testing. The meter was found to have spc pin 2 lifted high and contaminated. On (B)(4) 2012, the test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 4 was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k)# is k082590.